Event description:
The facility returned the device for service. During service the baxter repair tech found failure code 570:320:844:000 in the pump's event history. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.